Event description:
It was reported that the bd maxplus pressure rated extension set had air introduced into it. The following information was provided by the initial reporter: as well as air introduced into it."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 08-dec-2022. H6: investigation summary: 54 samples were received and tested by our quality team. The samples were all individually inspected visually and then infused with saline solution. Of the 54, only one sample had an issue. The failure realized was an occlusion due to excess solvent application during device assembly. The manufacturer is aware of this issue and is initiating corrective actions to limit further occurrences. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. A device history record review was performed and there were no relevant production issues or quality notifications.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus pressure rated extension set had air introduced into it. The following information was provided by the initial reporter: as well as air introduced into it."